Event description:
It was reported that readings of >3600 ohms were measured. Later, it was reported that one lead was out of range. The healthcare provider (hcp) was planning on changing the lead during the week of 2011 (B)(6). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received noted that the patient had 2 new leads implanted. The patient was doing well.

Manufacturer narrative:
Neurostimulator model # 7427 (B)(4) implanted: 2002-(B)(6) explanted: 2011-(B)(6); extension model 7495lz25 lot nhk022068v implanted: 2002-(B)(6) explanted: unk; extension model 7495lz25 lot # nhk022067v implanted: 2002-(B)(6) explanted: unk; lead model 3887-56 lot # j0227936v implanted: 2002-(B)(6) explanted: 2011-(B)(6); lead model 3887-56 lot # j0227936v implanted: 2002-(B)(6) explanted: 2011-(B)(6); programmer model # 7435 lot # nft024679p. Additional information determined that the correct manufacturing site for this event is site # 3004209178.